Event description:
The customer reported that he was filling the insulin into the reservoir and it poured right through. The customer stated that the reservoir was cracked right through the middle. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.